Event description:
Material no. 305783, batch no. 8333678. It was reported that during use of the bd eclipse¿ bd luer-lok¿ syringe with needle the packages was labeled as 3m 22g x 1.5 needle but contained one inch needles in the package. 25 syringes were found to be labeled this way. Found 25 syringes on the shelf that are labelled 3m 22g x 1.5 needle that in have 1 I" needles in the package.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. The complaint could not be confirmed and the root cause is undetermined. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 305783, batch no. 8333678. It was reported that during use of the bd eclipse¿ bd luer-lok¿ syringe with needle the packages was labeled as 3m 22g x 1.5 needle but contained one inch needles in the package. 25 syringes were found to be labeled this way. Found 25 syringes on the shelf that are labelled 3m 22g x 1.5 needle that in have 1 I" needles in the package.